Manufacturer narrative:
This supplement serves as a correction: upon reassessment, the previously reported occlusion and ground resistance failures were determined to be non-reportable. These failures were identified during servicing and are attributable to the repair/service process, not device performance during use. The device was within specification during use, and no reportable event has been identified. Reference to complaint#: (B)(4).

Manufacturer narrative:
A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 285 to 289. Subsequently, the device passed the 30 psi occlusion pressure test at 24.120 psi, which is within specification. CAPA-15 was initiated to investigate the root cause of occlusion failure. A review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed, and the probable cause was determined to be a component related issue. The communication screw was tightened, which resolved the issue. CAPA 34 was initiated to investigate the root cause of ground test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, an infusion pump failed the 30 psi occlusion test, recording 20.490 psi, which is below the acceptable range of 22¿38 psi. The device also failed the ground resistance test with a measured value of 0.145 ohm, exceeding the acceptance criterion of < 0.1 ohm. No patient involvement was reported.